Manufacturer narrative:
A cme america engineer analyzed the complaint device and an error 26 due to a motor rotation detection system error (mrdse) was confirmed. The motor would speed up to a high rate for several seconds before a restart pump message shuts the pump down. The motor detection system on the motor pcb was tested and no issues were found. The motor pcb was conforming. The motor detection signal is transferred from the motor pcb to the main pcb. The processor on the main pcb was tested and no issues were found. Testing and disassembly of connector jp2 confirmed that pin 6 was damaged. This pin transmits data from the motor rotation detection system to the cpu. The broken pin prevented communication in the motor rotation detection system. This caused the mrdse and error 26.

Manufacturer narrative:
An investigation into the reported event is on-going at this time. A supplemental report will be submitted when the investigation results are available.

Event description:
A customer returned their device to cme america for routine service. During the service process, the pump produced a motor rotation detection system error (mrdse), which was not evident upon device receipt. Cme america is conducting an investigation into the cause of the mrdse.